Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed. The field service engineer decided to replace pyxibus cable in order to resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed at cath lab1. The customer stated that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.